Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced constipation since (B)(6) 2018 and was hospitalized on (B)(6) 2018 for abdominal pain, constipation and difficulty to mobilize tubes. On an unknown date, the difficulty in mobilizing the tubes resolved. Enemas were poorly effective and an intestinal occlusion had been diagnosed. The patient had a nasogastric tube placed and the intestinal tube could not be completely removed. On (B)(6) 2018, duodopa tubes were replaced and it was observed that intestinal tube had a knot in the stomach. It was reported that the knot caused the intestinal occlusion and all of the other events. On an unknown date, the difficulty in mobilizing the tubes, intestinal occlusion, constipation, and abdominal pain resolved.